Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has experienced high blood glucose and that her sugars have been running high lately. Customer's blood glucose was 345 mg/dl at time of incident. Customer indicated that batteries have been changed four times but has received a battery out limit alarm and has a blank display. Troubleshooting was done for battery and blank display and alarm was able to be cleared and the display returned. Customer indicated that her blood glucose went down during call. Customer was advised to monitor pump.